Manufacturer narrative:
A device history review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all DHR are reviewed for accuracy prior to product release. Returned samples consisting of three single uvc catheters came inside a generic plastic bag with two pouches of the ID product 8888160333. The catheters presented signs of use; blood residue. Under water testing was performed and a leak below the strain relief could be identified in the three catheters, however the origin of the leak could not be observed with a naked eye. Magnified pictures were taken and in the samples a hole or tear and a cut was observed. In addition, the sample 3, it is 5.0 fr and not from 3.5 fr as the other samples 1 and 2. The sample returned does not meet qc release specifications due to that the device it was damaged post manufacturing. Based on the available information, it can be concluded that product was manufactured according to specifications and the device functioned as intended for an undetermined amount of time; therefore the most probable root cause can be considered as unintentional misuse; this condition was more likely damaged during use caused due to an improper use / manipulation by the user. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 05/23/17. An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the nicu nurse noted leaking with the umbilical lines after use. The customer states that they could not answer whether or not alcohol preps were used and if any clamps were used.